Event description:
It was reported that the patient presented remotely. Upon review, the implantable cardiac monitor (icm) exhibited under-sensing which appeared to be an episode of bradycardia. The patient was brought into the clinic and programming changes were made. The patient was stable.